Event description:
It was reported that during a liver resection procedure, the surgeon attempted to use the device for the first use during this case, when activated the white tissue pad began to flake off. When the pad was looked at by the resident, the tissue pad came loose and fell out of the jaws of the instrument. The tissue pad that fell off and some of the white flakes are taped to the inside of one of the instrument's plastic trays for review. A second device was opened and after six to seven uses with this shear, the tissue pad started pulling away from the jaws and melting. A third device was opened after about twelve uses the tissue pad started to pull away from the jaws and melted. A fourth device was opened from the same lot number and the hospital didn't have any other lot in inventory. Again after about twelve uses the tissue pad started to pull away from the jaws and melted. A fifth device, same lot, was used to complete the case. The fifth device will not be sent in as it seemed to work fine for the remainder of the case. There were no adverse consequences to the patient - nothing fell into the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.